Manufacturer narrative:
(B)(4). Baxter's device evaluation is in progress. When complete, a supplemental report will be submitted.

Event description:
It was reported that a pump had low volume alarm (low audio). It was reported that there was patient involvement, but there was no injury or medical intervention.